Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the sonohystogram, the silicone hysterosalpingography injection catheter balloon could not deflate in order to reposition when inside the patient. The balloon was pulled out of the cervix in inflated state and due to failure in deflation, it could not be reinserted. There were no adverse effects reported due to the event and no report of an additional procedure. A new product was used.